Event description:
Pt received a burn described as a second degree burn under the return electrode. It is uncertain whether or not the pt sought medical intervention for the burn or whether the burn resolved without complications.